Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was re-established post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's experiencing pain at ipg site. As a result, surgical intervention may occur later.